Manufacturer narrative:
On (B)(6) 2020, the patient visited the implanting clinician due to experiencing tightness when turning her head. The patient explained to the implanting clinician that she was having a hard time turning her neck without experiencing tightness and a pulling sensation. The patient also stated she is getting relief from the stimulators. However, the bothersome she is experiencing is hard to manage. On june 17, 2020, the cr reported that the implanting clinician surgically explanted both stimulators successfully due to the patient experiencing continued discomfort at the incision site dating back to (B)(6) 2020. The implanting clinician reported that the stimulators had not migrated, and the tines were holding the stimulators in place. On (B)(6) 2020 the implanting clinician disclosed to the cr they decided to try botox for her since the patient did not seem to tolerate implants. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the device was working as expected and the patient is getting therapy from their device. The discomfort experienced by the patient was related to the patient experiencing discomfort and tightness when moving.

Event description:
Stimwave quality has investigated the details for a reported skin irritation/infection submitted to the stimwave complaint system on june 11, 2020, by clinical representative (cr), in the united states. Crs became aware of this issue june 10, 2020